Manufacturer narrative:
Pump received with intermittent button response and button error alarm due to corroded keypad traces. Pump received with cracked case at the display window corner, broken reservoir tube lip, minor scratched lcd window, broken battery tube threads and broken belt clip slot. (B)(4).

Event description:
A customer reported via phone call indicating that their insulin pump alarmed button error. The patient's blood glucose level was 118mg/dl at the time of the call. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.